Event description:
Several green/yellow lab tubes were used to collect blood throughout the network and labs at different campuses noticed alarming and confusing results. All tubes in the lot provided were resulting in high potassium results and low calcium results. Unknown at this time how many specimens were affected. Lot number was identified and all remaining unused tubes were removed from stock. When the tests were re-run using tubes from a different lot, the results were different and were more correlated to patient condition.